Event description:
A malfunction was reported involving a pump, displaying the malfunction 16-0x20e6 code. There was no reported adverse impact to customer's blood glucose. The pump was within warranty and was replaced. Customer reverted to using an alternate method of insulin therapy.